Event description:
It was reported that a week ago the patient noticed a burning sensation and it felt like maybe the implantable neurostimulator (ins) was moving around and digging in the pocket. The pain was where the ins was located, which he never felt before and he was afraid to turn the ins back on. He had to shut off the device 4 times because of the pain. They implanted it in the same pocket as the previous one. The patient was told the scar tissue was supposed to grow around it and keep it solid so that it could not move. He felt like the ins was moving around in there shocking and burning. The patient denied any falls. He only felt pain, shocking and burning where the ins was when the ins was on. Stimulation was off that time. He had it on yesterday and then he shut it off because it was bothering him. He was previously told that if there were any problems with the device, to shut it off for a couple of days and th en turn it back on. He felt the same issue when he turned it back on. They wondered if they were going to have to open him again. The patient agreed to work with his healthcare provider (hcp). A nurse from his hcp office told them the surgeon was not going to be able to resolve it and told them to contact a manufacturing representative (rep). The patient¿s wife believed her husband would not walk without the device and the medication they had him on. A rep was going to see the patient on (B)(6) but the patient was not interested in seeing the rep. The doctor was going to replace the battery on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).